Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during a removal of bile duct stone procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, the nurse plugged in the first spyscope ds ii; however, there was no image detected. Only 5 loading dots appeared on the screen. A second spyscope ds ii was used, and it was noted that the image was intermittent. The spyscope ds ii was reconnected; however, the image was lost approximately 5 minutes into the procedure. The procedure was not completed due to this event. Reportedly, a plastic stent was placed and the patient will be rescheduled in approximately one month. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable